Manufacturer narrative:
H6; code 400: magazine partially broken away from handle.

Event description:
The ppw35 was used during an orthopedic procedure. The staples were malformed. Another ppw35 was opened to complete the case. It is unknown whether the stapler was squeaking. There was no consequence to the pt.